Event description:
It was reported that the patient has expired after a implant duration of approximately 4.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer stated an architect i2000sr analyzer using reaction vessels of lot 69683p100 generated error code 1007, unable to process test, activated read error. There was no adverse impact to patient management reported.